Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr such as the pictures, and similar past cases, there was the possibility that the reported phenomenon was attributed to the moisture invasion into the device from the peeled adhesive around the light guide lens, and was also attributed to the chemical stress of reprocessing (the use of chemicals not recommended by IFU, excessive long-term immersion, storage in an insufficiently dried state and so on) or storage environment (insufficiently dried state and so on). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but returned to (B)(4) for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was dirt inside the light guide lens of the subject device. There was no report of patient injury associated with this event.